Manufacturer narrative:
(B) (4). (B) (4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a kidney resection, after several seal cycles, the device jaws would not open. The device was cut out of the tissue. There was no bleeding and no pt injury.